Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735821r, lot number: p903614 h3, h6: a medtronic representative went to the site to test the equipment. Testing revealed that after the camera was replaced, the system functioned as intended. Codes b01, c08, and d02 are applicable to this analysis. H3, h6: the camera, lot number: p903614, was returned to the manufacturer for analysis. After functional testing, visual/physical ex amination and proceduralized device testing the reported issue was confirmed to be electrical. The returned power supply unit (psu) had scratches on the housing and lenses. A check of the event log showed a battery voltage low message along with bump detected and storage temperature exceeded. The psu failed an accuracy test (aak) at .859mm with a passing threshold of .250mm. This psu had not been previously returned for a failure. Codes b01, c02, and d02 are applicable to this analysis. H6: code a05: mechanical problem is applicable to the system displaying "localizer faulted" / bump and temperature faults. Code a1102: application program problem is applicable to the system displaying "localizer faulted." Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that in prep before a case, the site found the system displaying "localizer faulted". The clinical consultant (cc) found the bump and temperature faults. It was noted that the probable cause of the issue was the camera complementary metal-oxide semiconductor (cmos) battery. There was no patient involvement.